Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was observed. No special task had been performed when the issue occurred. No signs of thermal damage at site of breakage nor arcing. The damage did not result in a fragment fall inside of the patient¿s anatomy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was found to have a broken grip cable at the distal end. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no broken conductor wire. The failure analysis investigations and in-house testing of the returned product revealed broken grip cable probable root cause of cable breakage whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that the maryland bipolar forceps instrument was found to have broken conductor wire. No known impact or patient consequence was reported.